Event description:
Reporter indicated that pt underwent a generator change due to eos, and that postoperative diagnostic testing revealed high lead impedance. Physician stated he would assess the high impedance at a later date. Good faith attempts for further info are currently being made.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the physician was unable to locate patient's generator via palpation and x-rays. Therefore it is suspected that the patient's generator was removed previously. No other relevant information was received.

Event description:
Clinic notes dated (B)(6) 2016 were received for patient's generator placement referral. Per notes, patient's mother stated that the vns therapy helped in controlling patient's seizures. It was also reported that patient's generator was removed 4 years ago due to infection. Further investigation revealed that the patient was referred for generator replacement surgery due to painful stimulation in 2013. During the surgery on (B)(6) 2013, after dissecting the generator from the surrounding scar tissue, the surgeon noted that the lead has completely fractured and broken along with the wires. The patient's mother did not want to proceed with opening the neck and placing a new lead. Therefore, the surgeon removed generator and lead with intention of implanting new vns later on. The report from pathology confirms that the generator removed on (B)(6) 2013 is the generator implanted in 2007. Per surgery notes, from (B)(6) 2013, there was no mention of infection. While it is possible that the infection could have occurred after the surgery, the current physician stated that he is not aware of any infection that could have occurred after the surgery on (B)(6) 2013. The generator was removed due to painful stimulation and not due to infection. Based on the available information, the report of infection is confirmed invalid. The explanted devices are not available for analysis.